Manufacturer narrative:
Product was not returned for evaluation. The device history record review could not be performed since the information provided did not match any manufacturing record. The complaint was unconfirmed. An investigation for cause was unable to be performed.

Manufacturer narrative:
A field service engineer visited the facility on the 14feb2019 and performed the device evaluation. The complaint was not verified as valid. Evaluation was unable to conclusively verify customer information as valid and the investigation for cause was unable to be performed. The device history record documentation and service history were reviewed and no anomalies that could be associated with the complaint incident was observed.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the cusa excel system was used for a laparoscopic operation on (B)(6) 2019 and the handpieces were "out of action". The installation was carried out by experienced and trained personnel. Several attempts followed to identify the source of the error by building up and rebuilding the system, but both handpieces were out of action. The unit reported no errors, the flush was running and also the activation sound was present, all without power at the top. It was reported that as a result, they did not have to sacrifice the system for this operation, which, apart from troubleshooting, caused even more delay. The device was in contact with patient but there was no patient injured. The event led to an increase in surgery time for 120 minutes. Additional information was received on (B)(6) 2019 indicating that the ultrasound was not working, several setup attempts were performed. The customer switched from laparoscopic liver surgery treatment to open surgery with staplers.